Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient experienced ineffective therapy due to a high impedance on the left lead. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and left lead were explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.